Event description:
It was reported that, "pt had short gamma nail that was in 2 pieces removed and had a tha done."

Manufacturer narrative:
Device will not be returned for investigation. If the device or add'l info becomes available it will be reported on a supplemental report.